Event description:
Zoll customer support reviewed the download of a (B)(6) male pt which revealed excessive abnormal shutdowns. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, it was discovered that the trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.